Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 14450427 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had replacement procedure. No further information has been obtained.